Event description:
On the final post implant imaging there was an endoleak observed partially filling the aneurysm sac. The source was not entirely clear and multiple angles were used to image and find the leak. It was suspected to be a type 1 or a tear in the graft material by dr. Chaer. He could not conclude which exactly it was. The neck of the aneurysms and seal zone were re-ballooned and follow up imaging showed a persistent leak but not as brisk. The decision was then made to put in an aortic cuff to see if that will cover the endoleak. Follow up imaging showed no presence of endoleak anywhere through the 3piece treo system within the aorta. Patient outcome - "the outcome was deemed a success with no endoleak present to end the case."

Event description:
On the final post implant imaging there was an endoleak observed partially filling the aneurysm sac. The source was not entirely clear and multiple angles were used to image and find the leak. It was suspected to be a type 1 or a tear in the graft material by dr. Chaer. He could not conclude which exactly it was. The neck of the aneurysms and seal zone were re-ballooned and follow up imaging showed a persistent leak but not as brisk. The decision was then made to put in an aortic cuff to see if that will cover the endoleak. Follow up imaging showed no presence of endoleak anywhere through the 3piece treo system within the aorta. Patient outcome - "the outcome was deemed a success with no endoleak present to end the case."